Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: screwdriver shaft (part 03.130.010, lot 9836613, quantity 1).

Manufacturer narrative:
(B)(4). Due to the complained event (screw broken during tightening), the complaint device is not considered to have been implanted. The subject device screw fragment is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hand fracture repair procedure on (B)(6) 2016, a 1.5mm cortex screw broke during final tightening using a stardrive screwdriver. The screw shaft was left retained in the patient bone and the broken screw head fragment (retained on the tip of the screwdriver) was easily removed from the surgical field. There was no surgical delay, no patient harm and no additional medical intervention required. This is report 1 of 1 for (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device ((B)(4), part number 02.214.112, lot number unknown). The complaint device was received at synthes customer quality (cq) for evaluation with the following complaint description: "it was reported that during a hand fracture repair on (B)(6) 2016, a 1.5mm cortex screw broke during final tightening using an unknown screwdriver. The screw shaft was left retained in the patient bone and the broken screw head fragment (retained on the tip of the screwdriver) was easily removed from the surgical field. There was no surgical delay or additional medical intervention required.¿ the matrix polyaxial screw is part the matrix spine system. It is an instrument set designed to be the returned 1.5mm cortex screw slf-tpng with t4 stardrive recess 12mm is an implant in the 1.5mm lcp modular mini fragment system intended for fixation of small bones and small bone fragments; osteotomies, arthrodeses, replantations, and reconstructions of small bones and small bone fragments, particularly in osteopenic bone per the technique guide. Tabulated screw drawing current revision for the family of 1.5mm cortex screws self-tapping lengths 4mm-24mm was reviewed during this evaluation. No product design issues or discrepancies were observed. A review of the device history records was unable to be performed since the lot number was unknown. This complaint is confirmed, as the returned screw is broken. Only the proximal 3mm portion of the screw including the head was returned for evaluation. As this screw was a 12mm long screw when manufactured, therefore the distal most 9mm of the screw has sheared off. Measurements were taken using calipers ca592. A definitive root cause could not be determined; however, the complaint condition was most likely due to screw insertion or tightening with excessive force; torque limiting attachment not used correctly where applicable, or excessively hard bone. Per the complaint description "it was reported that during a hand fracture repair on (B)(6) 2016, a 1.5mm cortex screw broke during final tightening using an unknown screwdriver." It is not likely that the design of the device contributed to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.